Event description:
During the device evaluation, a gap between the acoustic lens and the ultrasound probe was found on the gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the up/down knob could not be locked securely due to wear of the forceps elevator lever; the air/water cylinder had discoloration; switch one had a cut; the scope body had a crack; the scope cover had a chip; water tightness was lost due to pinching on the bending section cover; the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable; the distal end was deformed; the objective lens had a scratch; the adhesive around the objective lens had a chip; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a discolored area; the connecting tube had coating peeling; the play of the up/down knob was out of the standard value due to wear of the angle wire; the image guide protector was damaged; the forceps cover was deformed; and due to a scratch on the acoustic lens (damage level: does not reach to the glue-layer), it had a snag. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Additional information received from customer. Update made in b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the event occurred after a diagnostic echo endoscopic procedure using the same equipment.